Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control will replace the therapy connector assembly and following observation of proper device operation, the device will be returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the therapy connector on the customer's device was dislodged. The device was therefore not able to deliver therapy through the therapy cable. There was no patient use associated with the reported event.

Manufacturer narrative:
The front case of the device was replaced when the therapy connector was replaced. Physio-control further evaluated both the removed front case and therapy connector assembly. Physio-control determined that the cause of the reported failure was due to the retainer for the therapy connector assembly being broken from the front case. Therefore the device would not allow connection of a therapy cable.